Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. As a preventative measure, the company service representative reseated the cables in the host module. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console shutdown on it's own before a cataract surgery. No system message was displayed. The system completed the boot up cycle successfully. The surgeon restarted the machine and was able to complete the procedure. There was no patient contact.